Manufacturer narrative:
The complaint device was received and inspected. The complaint can be confirmed. It was observed that the upper jaw of the device was bent upward. It is possible that the upper jaw was dropped or mishandled on a hard surface therefore causing the upper jaw to deform. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii autocapture+ top jaw is bent. The sales rep stated that due to this the plate could not be loaded onto the device. The sales rep was not certain how the device bent. The case was completed with another like-device with no patient harm, but a five minute delay to open a new device. The sales rep was not present and could not provide any additional information. The device is being returned for evaluation.